Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode was received in its original packaging, the pouch is completely sealed. Rests of liquid inside the tubing can be observed near the electrode handle. The device will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: visual inspection: total of seven devices returned from five different lots. One device was loose and not returned in any packaging. One device returned in packaging with blister opened. Five devices returned in sealed blisters. Few droplets of a clear substance but also a coating on the internal surface. Contamination visible up to 15mm down the length of the suction tube. Manufacturer summary: all returned complaint devices exhibit clear liquid droplets in the electrode suction as reported by the customer. The contamination seen in the suction tube is likely to be excess silicone oil which is dispensed as part of the tripolar electrode manufacturing process, specifically the silicone oil dispense process of the tripolar manufacturing plan. The purpose of the silicone oil process is to aid reduction of the slider force and provide a smooth operating valve system. As per tripolar 90 bio compatibility test report document, silicone oil is bio compatible and has in-direct patient contact due to potential transfer through the saline irrigant. The assignable root cause relating to this complaint is the manufacturing process a CAPA request has been initiated to further investigate root cause and identify an appropriate corrective/preventative action plan. An nc was opened to track this failure with the supplier. A deeper investigation will be performed under this action. As during the investigation other lots were found to be affected, the failure mod was escalated to upper management. A DHR review has been performed for the complaint device lot numbers u2106152: and no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the vapr tripolar 90 suction electrode device had water and condensation in the tubing upon receipt. There was no procedure nor patient involvement reported. No additional information was provided.